Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the harmonic ace instrument to perform failure analysis. However, as of the date of this report, the evaluation has not been completed.

Event description:
It was reported that during a da vinci-assisted total gastrectomy procedure, the tip of the harmonic ace instrument broke and became stuck in unspecified tissue. The issue was resolved by replacing the broken instrument with a backup harmonic ace instrument. The procedure was successfully completed robotically. The following information remains unknown: the surgical task being performed at the time of the complication, the specific type of tissue involved in the event, and whether any surgical intervention was rendered to release the affected tissue. Additional information has been requested; however, no response has been received.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated sections: g3, g6, h2, h3, h6, h11. Device evaluation: intuitive surgical, inc. (Isi) received the harmonic ace instrument for failure analysis evaluation. The instrument was installed on an in-house system and passed the recognition, engagement, and functional tests; and the blades opened and closed properly. The harmonic ace instrument also passed the energy delivery test. The instrument was fully functional and no product issue was found.